Event description:
Procedure: gastrectomy. According to the reporter: the reload failed to cut tissue. Staples delivered but were malformed and not closed. Some of the staples were removed but some remain. Opened a new reload with the same takedown of gastro-gastro fistula. The surgeon oversewed the failed area of tissue that was cut. Or time was delayed approx 30 mins.